Event description:
It was reported that the user disconnected from the ilet pump and forgot to reconnect, after which blood glucose was high; the user subsequently reconnected and was advised to allow the pump to deliver correction doses. The infusion set and cartridge were in use with no device component malfunction reported. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included delay to therapy and user returning to range upon follow up after reconnection. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with an improper or incorrect procedure or method involving the pump system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.